Event description:
Per the info provided to co by the physician's office, the device was removed due to "migration or buckling of a cylinder". 11/26/96-upon receipt of the physician/surgeons operative report, it stated in the admissions report, "the pt pumped up the device and felt that the right cylinder was in the scrotum and not in the corpora. With deflation there still appeared to be a problem with the right cylinder. This was confirmed in the office and he comes in at this time for correction of an apparent herniation of the right reinsert the existing cylinder. A suture was passed through the tip of the cylinder. A 2-0 silk was guided onto the tip and then, using the insertion tool and a needle, the cylinder carefully positioned in the previous corporotomy, prior to placing the cylinder, a few sutures were replaced to close the corporotomy. The pump was then repositioned in the scrotal cavity". In add'l communications with physician indicated that this was a herniation of the tunica which allowed extrusion of the device. No components were removed and there was nothing wrong with the device.